Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the customer experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl and other blood glucose level was 142 mg/dl, 133 mg/dl. The customer stated that the insulin pump was not working properly. The customer was treated with food and glucose tablets. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. The customer also alleged that the insulin pump was over delivering. The insulin pump will be returned for analysis.